Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless revision total hip arthroplasty without allograft in severe proximal femoral defects" by matthew c. Nadaud, md, william l. Griffin, md, thomas k. Fehring, md, j. Bohannon mason, md, owen b. Tabor jr, md, susan odum, ma, med, and donna s. Nussman, phd published by the journal of arthroplasty vol. 20 no. 6 2005 in 2005 was reviewed for MDR reportability. The article's purpose: "the purpose of this study is to evaluate the intermediate-term results using cementless components with diaphyseal fixation and no structural allografts in patients with severe proximal femoral bone loss." Out of 463 revision thas performed between 1988 and 1998, the data in the study is of 42 hips which met the criteria of "revision of the femoral component for any reason, minimum 2 year follow up after cementless revision....in each case, a fully porous-coated cobaltchrome implant was used (anatomic medullary locking prosthesis, depuy, warsaw, ind). Stem lengths ranged from 165 to 350 mm." The results from revision with depuy products include 2 patients required revision for aseptic loosening of femoral stem, 9 dislocations (7 of the 9 developed recurrent dislocations and required subsequent revision surgery which did not require revision of the femoral component - "the problem of the recurrent instability in this group of patients was caused by a damaged and inadequate soft tissue sleeve, most notably, a week or absent abductor mechanism"), 6 intraoperative fractures ("of the 6 intraoperative fractures, 1 was associated with radiographic instability which eventually led to an additional revision. The other 5 were nondisplaced linear fractures that were managed with cerclage wires and healed without additional sequelae"). Noted that "severe femoral stress shielding occurred in 10 hips with no significant clinical consequences.